Event description:
Per the info provided to co by the physician's office, the device was removed due to "infection & inflammatory reaction postop. Urethral structure." As reported to co, the entire device was removed.